Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: no medical information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no similar events for the reported lot or the sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient had a revision on (B)(6) 2015, patient came to e.r. On (B)(6) 2015, patient's dressing was oozing drainage similar to puss, patient needed to be admitted for surgery, surgery postponed due to surgery suites were booked, on (B)(6) 2015 patient was able to operated on, patient brought into surgery, prepped and draped, incision was reopened puss was all the way down to joint capsule, femoral remove with bone tamp, femoral stem was removed with vice grip slap hammer, liner removed with osteotome, cup removed with cup inserter, wound washed out doctor opted to use depuy prostatic cement spacer, wound closed in normal fashion, patient was sent to recovery in stable condition.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-48c, primary tritanium hemi cluster hole cup 48mm, lot code: xlk27x0. Cat. No.: 6570-0-032, delta v-40 ceramic head 32/-4, lot code: 52831601. Cat. No.: 6720-0535, size 5 accolade ii 132 deg, lot code: 52727205. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had a revision on (B)(6) 2015, patient came to ER (B)(6) 2015, patient's dressing was oozing drainage similar to puss, patient needed to be admitted for surgery, surgery postponed due to surgery suites were booked, (B)(6) 2015 patient was able to operated on, patient brought into surgery, prepped and draped, incision was reopened puss was all the way down to joint capsule, femoral remove with bone tamp, femoral stem was removed with vice grip slap hammer, liner removed with osteotome, cup removed with cup inserter, wound washed out doctor opted to use depuy prostatic cement spacer, wound closed in normal fashion, patient was sent to recovery in stable condition.